Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs of the damaged warmer head and our knowledge of the product. Results: the photographs provided showed fracture lines on the side of the head's upper case. Crazing was also apparent on the dome portion of the head. Based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmer was manufactured in 2006 and is almost ten years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The hospital was sent a replacement upper head case and the iw910 mobile infant warmer head is currently being repaired by the hospital biomed and will be put back into service after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked. There was no patient consequence.